Event description:
It was reported by a family friend that the patient underwent total hip arthroplasty on (B)(6) 2006. The reporter indicated that the patient expired in (B)(6) 2014 allegedly due to metal on metal hip issues. A review of invoice history revealed that the patient was not implanted with a metal on metal hip. A metal on polyethylene hip had been implanted initially. This report is based on allegations set forth in complainant and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in complainant and the allegations contained therein are unverified.